Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One internal connection universal placement driver tip ¿ long (iipdtul) was not returned for investigation. Visual evaluation of the as returned products identified signs of use but no apparent signs of malfunction. Functional testing was performed using in-house driver and the devices were able to engage, retain and disengage as normal. Device history record (DHR) review could not be performed for the driver tip (iipdtul) as the lot number was unknown. A year-long complaint history review was performed by item (iipdtul) using keyword category functional disengaged and no other complaints about nonconforming products were identified. Therefore, based on the available information and functional testing, device malfunction for implant did not occur and device malfunction for driver could not be verified without the product return. And the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
When the implant was going to be placed, it separated from the driver and fell to the ground. No other implant has been placed.